Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user encountered a medication rejection issue while dispensing the medication to the patient. This was due to the medication being rejected by the pharmacy. A technical support specialist confirmed that the issue was resolved and stated that user was directed the client to pharmacy to update the rejection. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank system experienced a medication rejection issue. The customer reported that the medication was unable to be requested for the patient, remoted in and found that medication had been rejected by pharmacy, directed client to pharmacy to update the rejection. This malfunction occurred when user trying to issue medication to the patient but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.